Manufacturer narrative:
Damage to internal mechanism was the cause of the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that there may be an issue with the data card or the port.